Event description:
It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-14041) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-14042) were used during a vaginal prolapse repair procedure performed on (B)(6) 2013. According to the complainant, during implantation of the uphold device, when the capio device was being used to throw the suture, the needle ¿broke¿. The pinnacle kit was then opened so the capio device in that kit could be used. However, when they attempted to use this device to throw the suture, the same issue occurred. The needles were not left inside the patient. The procedure was completed with a capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information (B)(4) 2013: for each detached needle, the physician located it within the patient using his finger, captured it using a clamp and removed it with digital guidance.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-14041) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-14042) were used during a vaginal prolapse repair procedure performed on (B)(6) 2013. According to the complainant, during implantation of the uphold device, when the capio device was being used to throw the suture, the needle ¿broke¿. The pinnacle kit was then opened so the capio device in that kit could be used. However, when they attempted to use this device to throw the suture, the same issue occurred. The needles were not left inside the patient. The procedure was completed with a capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.